Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient. Unique device identifier (UDI) (B)(4). The test strips were requested to be returned for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. Per product labeling: "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). If other medication is taken, it is recommended that the prothrombin time be checked more frequently and that the anticoagulant dose be subsequently adjusted".

Event description:
We received a report of questionable results obtained on a coaguchek inrange meter serial number unknown, compared to a laboratory result utilizing an unknown analyzer and reagent. The meter result was 2.3 inr. The laboratory result was 1.6 inr. The interval between testing was less than one hour. The patient reports that the increase in inr was observed while on a four-week bactrim(antibiotic) therapy concurrently. The patient's therapeutic range was 1.8-2.3 inr.